Event description:
In 2009, this patient presented with an abdominal aortic aneurysm. There was significant circumferential calcification and tortuosity observed upon preparing the access vessel. The access vessel was measured at 4mm. It was reported that the patient was not a candidate for open repair and due to the aortic and arterial anatomy the endovascular repair would be difficult. An attempt was made to insert an 18fr gore introducer sheath into the access artery. The sheath would not advance more than a few inches. An attempt was made to insert a gore excluder aaa endoprosthesis trunk-ipsilateral leg component through the partially placed sheath but resistance was felt and the device was removed. Another attempt was made to advance a trunk-ipsilateral leg component but again, the device met resistance and was removed. The patient was converted to open repair. The patient tolerated the procedure and is doing well. Both devices were discarded at the facility. No images or test data were provided to gore.

Manufacturer narrative:
Due diligence was performed to obtain information to complete all blank required spaces on this medwatch. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Other devices related to the event include: pxt261216 and pxt261218.